Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted and internal boards reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked up and that they were unable to save images. No report of a pt injury.